Event description:
The manufacturer received information regarding a dreamstation auto bipap. The patient was passed away. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
In previous report, reporter captured incorrect information in section b and in section h. The following are the corrections or changes made in the report are as follows: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient was passed away. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete. In section b: adverse event/product problem has been corrected. In section h: remedial action init, recall (z) number, device eval. By mfg, device avail. For eval, device problem code grid, patient outcome code grid, has been updated.